Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No drive/motor anomaly, rewind anomaly or unexpected motor noise noted during testing. No anomaly noted during bolus delivery. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. No cosmetic damage noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor squeaks. Customer¿s blood glucose level was 98 mg/dl. Customer stated that they had tried all remedies. Customer stated that when he rewind the insulin pump and give boluses the insulin pump makes a loud noise and the noise occurred with the first rewind and every rewind since then and every bolus. The device will be returned for analysis.